Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the image displayed from a 30 degrees endoscope plus was upside down and could not be reset. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The endoscope failed camera orientation at edt. There were loose desiccant balls. All wires were connected in the housing.